Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6- (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) could not duplicate. Full calibration, and tested the unit. The product passed all functional/ safety testing. Returned the unit to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had backup battery failure. There was no patient involvement